Manufacturer narrative:
Pt gender was not available from the site. Lot number not available at the time of this report. Device MFR dare is dependent on the lot number, and not available at this time. RMA issued. Part has not been returned for evaluation as of the date of this report.

Event description:
A medtronic representative reported a solera driver not engaging the screw. The site stated that when using smaller diameter solera screws with the screwdriver, it does not fully engage the screw. The surgeon completed the surgery with the use of the stealthstation s7 system. There was no impact on the patient outcome.